Manufacturer narrative:
All available information was investigated and the reported sgc leak was not confirmed during return device analysis as no issues were noted during testing. A review of the lot history record revealed no manufacturing nonconformities reported to this lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a conclusive cause for the reported leak could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced however a leak was noted in the hemostatic valve. The sgc was removed and replaced with a new one. Two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.